Event description:
It was reported that this pacemaker system exhibited noise that the device oversensed and counted as a non-sustained ventricular tachycardia (vt) episode. Technical services (ts) discussed the noise appearing as procedural noise. At this time, this pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.